Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 cubies were a1, a3 and a5 were not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 pockets a1, a3 and a5 failed. A field service engineer removed foil pill packaging debris on row board contacts, replaced row board a then replaced the damaged pyxis bus cable but still issue persisted. Later replaced cubie in pocket c1 to resolve the issue. Tested in hardware test application and successfully inventoried. The system functioned as intended after the field service engineer repaired the device.